Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was around 50 mg/dl. The customer was treated with glucose tablets for low blood glucose. His insulin pump was in a loop where it wants a blood glucose all the time, and while he's in auto mode it will deliver insulin while he's low and will cause him to go lower. Auto mode will wake him up a few times in the evening to request blood glucose levels to stay in auto mode. Troubleshooting was performed for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08760 inches. No over delivery anomalies noted. Device calibrated properly and the suspend before low alert functioned properly during testing using the glucose sensor simulator. Device received with the auto mode feature functioning properly. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).